Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h822168502, implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000mcg/ml 300mcg/day (approx) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The patient¿s weight was asked but was unknown and will not be made available. The date of the event was (B)(6) 2017. It was reported the patient presented to the emergency room (ER) on (B)(6) with increased spasms, spasticity, elevated blood pressure (bp) and heart rate (hr). The physician did not feel it was pump related since there was a mix of over and underdose symptoms. There was no clear connection to the pump at this time. There were no environmental/external/patient factors that may have led or contributed to the issue; none that the physician was aware of. There was no recent magnetic resonance imaging (MRI), no urinary tract infection (uti) although the urine was not tested yet, and no falls per the parent report. Bloodwork was ordered. A consult to physiatry was done to read the logs and evaluate the pump. The patient was given fentanyl and ativan and the spasticity, hr and bp all reduced. The issue was not resolved. Surgical intervention did not occur and was not planned. Patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.